Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time the device was programmed to deliver an unspecified concentration of normal saline, with a vtbi (volume to be infused) of 250 ml, and the delivery was stated. No further programming parameters were provided. After an unspecified length of time, the device was programmed for piggyback delivery of soliris 900 mg/129 ml, for a duration of 35 minutes, and the delivery was started. After 35 minutes, the device alarmed for end of infusion, however the nurse noted about 25-35 ml remaining instead of the expected empty secondary container. At that time, the nurse delivered the remaining volume to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.